Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off during use on (B)(6) 2023. Skin tac or IV prep was used as adhesive aides at the area of insertion. Insertion area was free form hair. Insertion area was cleaned and air-dried. Infusion set has been used for 2-24 hours. The blood glucose level was 80-200 mg/dl customer replaced infusion set and resumed insulin deliveries successfully. No further information available.